Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. Corrected fields: e2, e3, h6 (component code: 841 - imager, must not be indicated). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (14) year since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed that the foreign material adhered/clogged in air/water channel was a simethicone-type product, no further details of the foreign material could be identified. There was no physical damage to the locations of the foreign material. Olympus could not specify the cause of the material remained. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in evis lucera gif type 260 series operation manuak, chapter 3 preparation and inspection instructions for use states the preventative measures in evis lucera gif type 260 series reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a cloudy appearance and crystal deposits evident inside the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.